Event description:
It was reported the tip of the forceps is broken. No report of patient impact.

Manufacturer narrative:
No known impact or consequence to patient. C(B)(4). Results - fracture problem. (B)(4). The device was returned and evaluated. It was confirmed the tips were broken, but the cause could not be determined. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues.